Manufacturer narrative:
The product analysis indicates one opened sample, part number 8225101, from lot number 0213944759 was received. Analysis results indicated that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3 ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohms. The probe was plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint. The device condition was in specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; device is being shipped from ous to us facility for evaluation.

Event description:
The physician reported during that during a procedure for esophageal cancer, when using the monopolar probe, no stimulation was performed. A back-up monopolar probe was used instead and the procedure was completed without further issue. There was no impact to the patient.